Manufacturer narrative:
On december 17, 2025, the patient reported additional information indicating that her physiotherapist determined the presence of diaphragm pain, which was attributed to carrying the optune gio device. It was noted that the symptoms had begun several months earlier; however, the current pain location differed from the initial presentation. The patient required physiotherapy. Additional attempts were made to contact the prescribing physician; however no response was received. Novocure's medical opinion is that the contribution of device use to the diaphragm pain cannot be ruled out. Myalgia is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 60-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that she had been experiencing cervical pain for approximately 3 to 4 weeks. She reported a history of similar symptoms approximately 10 years ago, which were attributed to vertebral osteophytes. After consulting a healthcare professional, she was prescribed physiotherapy sessions twice weekly. No pain medications had been prescribed. The patient was using the optune gio device with the small belt and was unsure if the weight of the device contributed to the pain. On (B)(6) 2025, the patient reported discontinuing the use of the shoulder bag due to exacerbation of the cervical pain. While the patient did not believe that optune gio therapy directly caused the pain, she suggested it might have contributed to a "reawakening" of the previous symptoms. The prescribing physician was contacted for further information, without reply.

Manufacturer narrative:
Based on the available information, novocure medical opinion is that the patient experienced vertebral osteophytes with cervical pain prior to optune gio use. The patient experienced a return of symptoms while using optune gio device. Novocure medical opinion is, that a contribution of device use and the device weight to the patient's current condition, requiring medical intervention (physiotherapy), cannot be ruled out. Neck pain is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).